Manufacturer narrative:
Concomitant product(s) : product ID 3998 ,lot# v007729, implanted: (B)(6) 2006, product type: lead. Product ID: 3708240,serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
The consumer reported that they had a reaction to the internal stitches post implant. Once the stitches that they put on the outside of the stimulator incision line fell off, the wound opened up more and more. It opened up enough for the patient to see the implantable neurostimulator (ins). These issues occurred around (B)(6) 2015. Their doctor had the patient do different kinds of dressing and saline solution. They also gave the patient antibiotics and were doing wound care "where they got the wound back on them now." The issue had not resolved at the time of the report but the wound care was working well thanks to a wound vac. The issues were noted to be getting better. The patient was indicated for spinal pain.